Event description:
Per the hospital: "a discovery catheter and a traverse wire became stuck in the struts of a gfx stent. The physician was able to remove the discovery catheter, however the wire remained lodged in the stent. Patient went to surgery for removal of wire." Since the discovery catheter could be removed, we do not believe that it contributed to the wire/stent engagement.